Event description:
Healthcare professional reported left side "capsular contracture" and "intracapsular rupture with slight collapse of the elastomer of the left silicone implant" via MRI. Device remains implanted.

Manufacturer narrative:
Ethnicity: brazilian. Initial reporter additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a known physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.